Manufacturer narrative:
Philips service replaced the system interface box unit and restored the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent exposure issues occurred due to sib malfunction on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.